Event description:
It was reported that " I had a plating system failure after only two years. During my second surgery the surgeon noted that the plate and screws has disintegrated and the my spinal cord was filled with metallosis. I am wondering if you have had other failure with this equipment. I am a young health female and had no other reason for such nonunion and plate disintegration. "